Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they left the hospital and wanted to troubleshoot for high blood glucose value. Blood glucose value was 600 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and treated with IV drip. The customer had symptoms of vomiting and believed the insulin pump had an insulin flow blockage issue. Troubleshooting was performed and the customer was advised to change the entire set and reservoir. The customer was not interested in the insulin pump being replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.